Event description:
I don't know if this is the same as a problem with lasik surgery or not. I suffer from miserably dry eyes following cataract surgery and lens implants in both eyes: baush and lomb h60m in the left eye and acrysof/alcon ma-ac in the right. I did not have dry eyes before surgery. I have seen two ophthalmologists since the surgery for the problem, and tried many products but nothing helps. I've been tested for other conditions that might cause dry eyes but nothing was found. I don't have any way to know if the problem is from the products or procedure, but it did follow closely after it. Diagnosis or reason for use: lens implant.